Manufacturer narrative:
Lot#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown as product lot number was not provided. Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: manufacturing record evaluation and complaint history review could not be performed since lot number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during product handling and prior to insertion of the intraocular lens (iol), the cartridge split when loading it into the inserter. Through follow up, the customer provided additional information confirming the cartridge split was located at the cartridge tip. The procedure was completed successfully using backup iol with same model and diopter size. There is no patient contact, no serious patient injury, no medical complications, and no surgical intervention. No additional information was provided to abbott medical optics.